Event description:
A healthcare professional reported 2 minutes into a procedure, the knife was observed to be blunt. Another knife was used to complete the case without harm to the pt.

Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified. The device history record (DHR) for the lot was reviewed. Functional penetration test values for the lot met spec. No abnormalities that could have contributed to a blunt knife were found during the DHR review and the product was released according to MFR's acceptance criteria. The root cause for the blunt knife experienced by the customer could not be determined. (B)(4).